Event description:
During metrix lami/discectomy, drill bit 8740-107-530 tip broke off inside of patient, blue colored fluid noted around tip of drill guard. Drill bit tip removed from patient, drill and bit removed from field. ====================== manufacturer response for stryker neuro spinal power, stryker signature s2 neuro power disposable drill bit (per site reporter) ====================== waiting to find out from surgery what happened to the drill bit. They contacted stryker.